Manufacturer narrative:
The transmitter and receiver were farther than twenty feet apart while the patient took a shower, which affected the communication between the transmitter and receiver. Dexcom technical support explained to the patient that the transmission is good up to twenty feet without obstruction and does not work well through water.

Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.